Manufacturer narrative:
H11. Additional narrative. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a model 3300tfx 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 9 years due to calcification, leaflet thickening, and severe stenosis. The patient presented with a cough. Per medical records, the patient underwent balloon valve fracture with a 26mm sapien 3 transcatheter valve. Procedure was complicated by wide-complex tachycardia with associated hypotension. Patient was transferred to icru in stable condition.